Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A doctor reported that the system did not turn on prior to a cataract extraction procedure. The pt was in the surgical room and had received peribulbar anesthesia. The case was not completed.